Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date: (B)(6) 2012, inratio: 1.5 inr, ref: 2.8 mean: 2.15, confidence limits: 1.4 - 3.1, result pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: 4.3 and 2.5, mean 3.4, sd 1.27, %cv 37.33, result fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot# 273311. Test results as follows: donor 1, inratio results: (3.3, 3.3, 3.2), reference: 2.63, bias threshold: (1.63 - 3.63), %cv: 1.77. Donor 2, inratio results: (3.0, 2.9, 3.1), reference: 2.65, bias threshold: (1.65 - 3.65), %cv: 3.33. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. Root cause could not be determined. It cannot be ruled out pt's medication as a cause for unexpected inr results. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, one hundred (100) discrepant result complaints were reported for lot# 264079 yielding a complaint rate of 0.0917%. Action threshold (>0.07% has been reached. Strip lot in complaint has strip code me4ma which brick lot# 257194 was assigned and packaged into strip lot#s 264079 and 264480. One hundred and seventeen (117) total discrepant complaints have been reported for lot#s 264079 and 264480 yielding a complaint rate of 0.047%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt's therapeutic range is 2-3.